Event description:
It was reported that the patient had a loss of therapeutic effect. The patient indicated a loss of bladder control, wherein she was barely making it to the bathroom in time and, if water was running, "the pants go down." Her symptoms returned only during the last week, after the patient programmer was lost. The patient indicated she might follow up with her physician regarding the return of symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v319870, implanted: (B)(6) 2009. Product type: lead, product ID: 3037, serial# (B)(4). Product type: programmer. (B)(4).